Event description:
This device was returned with oos documentation from biotronik representative. Per oos, this system was removed due to infection. This system was not replaced. Arox 53-bp, MDR 1028232-2009-00111.